Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined although the physician believes a 3rd-party brush could have possibly caused or contributed to the pneumothorax. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an intuitive surgical, inc. (Isi) senior failure analysis engineer, a system log review could not be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. The procedure was completed and the patient was discharged home. The cause of the post-procedure complication is unknown.

Event description:
It was reported that after an ion endoluminal lung biopsy of a 15mm lesion located in the apex of the left upper lung right at the pleura, the patient experienced shortness of breath and a pneumothorax was identified on a post-interventional chestx-ray. The initial size of the pneumothorax was reported to be moderate to large and the patient required a chest tube to evacuate the air in the pleural space and allow the lung to re-expand. The patient was hospitalized during the post-interventional treatment for a total of 3 days before they were discharged home. No images were available for review. The physician believed that either the utilized 23-gauge flexision needle or a 3rdparty brush could have possibly caused or contributed to the pneumothorax and they mentioned that the pneumothorax would have likely occurred with any other modality such as a computed tomography guided percutaneous needle biopsy. Although requested, patient demographics were not provided. There is no allegation that there was a malfunction of the ion system, instruments, or accessories.